Event description:
Device 4 of 7; reference MFR report#1627487-2019-02193, reference MFR report#1627487-2019-02269, reference MFR report#1627487-2019-02276, reference MFR report#1627487-2019-02279, reference MFR report#1627487-2019-02283, reference MFR report#3006705815-2019-00577.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 7: reference MFR report#1627487-2019-02193, reference MFR report#1627487-2019-02269, reference MFR report#1627487-2019-02276, reference MFR report#1627487-2019-02279, reference MFR report#1627487-2019-02283, reference MFR report#3006705815-2019-00577. It was reported that the patient is not experiencing effective stimulation. Troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken to explant the system.